Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and two non-sustained ventricular tachycardia episodes sensed by the right ventricular (rv) lead. It was noted there were premature ventricular contractions (pvc) observed in singles and runs, which were high and increasing, and a slow gradual decrease in sensing, with a sudden temporary decrease a few months prior. No actions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.